Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, explant date used as the approximated date of event.